Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the processor printed circuit assembly (pca) was physically damaged. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the processor printed circuit assembly (pca) was physically damaged. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the biomedical engineer worked with the rse. The device has a physically damaged processor pca. A new part was sent to the biomedical engineer who installed it and returned the device to full operation. The defective processor pca, part number: 453564489071 and serial number: (B)(6) was returned to philips for failure analysis. The complaint was escalated for a technical complaint investigation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and it was noted that connector j19 was broken. The processor pca was placed on the test fixture, with the therapy knob was then set to 170j, and a successful operational check was run. Also, the defibrillator disarm test was successfully performed. The pca was damaged but still functional. Based on the information available and the testing conducted, the cause of the reported problem was a defective display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered into this complaint record will be utilized for product quality and safety improvements via the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that process board is damaged. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.